Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) pump shutdown. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse left the unit charging and returned to perform a battery test. The unit failed after 20 minutes. The batteries were replaced. The unit was left to run overnight for stress testing. The unit pumped successfully all night with no issues. The unit passed all tests and calibrations to manufacturer's specifications. The iabp was released for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) pump shutdown. There was no patient harm reported.